Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and impedance. A possible fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the rv (right ventricle) was elevated. Rv lead in-office threshold test result of 4v at 1.5ms on 2013 (B)(6). Rv lead maximum impedance rises from an approximate baseline of 450 ohms to greater than 3300 ohms over approximately 4 month period.